Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:39:54. During night drain cycle one, the patient's ultrafiltration reading was 2187ml, indicating the home patient drained 2187ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was completed on the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.